Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 01 and alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge at the time of the cartridge alarm 05. A new cartridge was loaded resolving the alarms. Additionally, it was reported that the customer received an auto-off alarm. Technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. Blood glucose level was 113 mg/dl.